Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
A mr technologist was bringing the battery for a MRI compatible monitoring system to the front of the room when the battery, which is ferrous, became attracted to the magnet. The technologist tried to stop the battery when her finger became caught between the bore and the box. She was able to free her hand. The technologist was seen in the ER and diagnosed with a non-displaced middle index finger fracture.

Manufacturer narrative:
Ge healthcare¿s investigation has been completed. This incident appears to be the result of inattentive behavior by the mr staff technologist. The battery pack was moved inside the magnet room too close to the magnet. The ferrous object has been removed from the magnet and the ge field engineer reviewed ferrous object safety with the customer.